Event description:
Information received by medtronic indicated that the insulin pump had crack at back of battery. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On 08/27/2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Damage on the retainer during visual inspection noted. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, cracked case (battery tube), missing display window cover and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a cracked case (battery tube) and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Damage on the retainer during visual inspection noted. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, cracked case (battery tube), missing display window cover and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a cracked case (battery tube) and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back of battery. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.